Event description:
Following the interventional procedure, the physician attempted to close the arteriotomy using a tsl 6fr. Closer device. The device was inserted into the left common femoral artery without difficulty. The device was deployed and the knot was delivered, but hemostasis was never achieved. A femstop was placed on the access site. The pt immediately became nauseated and diaphoretic. The pt received atropine and 2 liters of fluid. The physician removed the femstop and continued to apply manual compression. The pt began to complain of severe back and abdominal pain. Lab tests were repeated, and it was determined that the pt had a retroperitonal bleed. The pt was transfused with 2 units of packed cells and 6 units of platelets. The blood pressure was stabilized, and the pt was transferred to the floor in stable condition. The pt recovered without further incident. The perclose rep reviewed the sheathogram that was performed prior to inserting the device, and it was revealed that there was a puncture in the medial side of the common femoral artery.